Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited inappropriate sensing, resulting in a false positive atrial tachy response (atr) episode. Oversensing of right ventricular signals (rvs) on the right atrial (ra) channel triggered an unintended mode switch. It is recommended to adjust ra sensitivity and consider alternative mode switch settings to prevent recurrence. No adverse patient effects were reported. This system remains in service.